Event description:
Case description: since last submission case was updated with the following information: -batch number of novopen 4 was updated. -manufacturing date for novopen 4 was added. -sample returned to manufacture and location updated. -expected date of follow up extended. -narrative updated accordingly. H3 continued: no (attach page to explain why not) or provide code. 02 device evaluation anticipated, but not yet begun.

Event description:
Case description: investigation results: name: novopen 4, batch: pvgdr85 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities.the dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications.nit was not possible to observe the alleged fault. All mechanical functions were found to be normal. During examination of the product, no irregularities related to the complaint were detected. Since last submission case was updated with the following information: investigation results updated bcdg codes updated is non-reportable field update no malfunction updated as "no" expected date of follow up report removed and final report was ticked narrative updated accordingly. References included: reference type: e2b company number reference ID#: (B)(4) reference notes: final manufacturer comment: 10-oct-2025: the novopen 4 device was returned to novo nordisk for assessment. After thorough examination, the device was found to operate as expected and met all required specifications. No issues connected to the reported complaint were identified during the investigation. In addition, analysis of reference samples showed no anomalies linked to the reported concern. The batch records were also reviewed and found to be satisfactory. As no defects were detected on the returned device, a definitive root cause for the reported adverse events could not be established. It should be noted that incorrect use of the product, such as improper technique or errors in storage, may impact the device's performance. H3 continued: evaluation summary investigation results: name: novopen 4, batch: pvgdr85 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities.the dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications.nit was not possible to observe the alleged fault. All mechanical functions were found to be normal. During examination of the product, no irregularities related to the complaint were detected.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hypoglycemia (shivering, opening his eyes, but he was not consciousness ) [hypoglycaemic unconsciousness] pen does not inject accurate doses, gave more than the specific dose [device delivery system issue] the patient used a dialling click to estimate the dose of the product [wrong technique in device usage process] the needle was attached to the pen in between injections [product storage error]. Case description: study ID: (B)(6)-novocare programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height: 150 cm. Patient's weight: 45 kg. Patient's bmi: 20. This serious solicited report from egypt was reported by a consumer as "hypoglycemia (shivering, opening his eyes, but he was not consciousness )(hypoglycemic unconsciousness)" beginning on 05-jun-2025 , "pen does not inject accurate doses, gave more than the specific dose(inaccurate delivery by device)" with an unspecified onset date , "the patient used a dialling click to estimate the dose of the product(wrong technique in device usage process)" with an unspecified onset date , "the needle was attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date and concerned a 10 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novorapid penfill (insulin aspart 100 u/ml) (dose : 7 iu, qd (2u with breakfast, 3u with lunch, 2u with dinner)) from mar-2025 to 10-jul-2025 for "type 1 diabetes mellitus", , tresiba penfill (insulin degludec 100 u/ml) (dose: 5u- 6u once daily) from feb-2025 and ongoing for "drug use for unknown indication", dosage regimens: novopen 4: novorapid penfill: (B)(6) 2025. Tresiba penfill: (B)(6) 2025 to not reported (dosage regimen ongoing). Current condition: type 1 diabetes mellitus ((B)(6) 2025) historical drug: insulin nos. Procedure: hospitalized. Treatment medications included - glucagon. On (B)(6) 2025, two days before the eid vacation, the patient took his dose, then he directed to sleep, suffered from shivering, and was opening his eyes, but he was not consciousness as his father tried to make him eat honey, but he did not open his mouth to eat it (by confirmation he was near coma) and was given a glucagon injection and diagnostic as hypoglycaemia due to novopen 4 issue. Nn patient educator reported that the pen does not inject accurate doses ((np4 gave more than the specific dose). On unknown dates in (B)(6) 2025 the blood glucose (blood glucose) measurements ranged between 300 mg/dl to 26-25 mg/dl. There was no specific blood glucose levels, as his father explained, as every half hour there was a different measurement. The measurements were between 300 mg/dl and 25 to 26 mg/dl, and he was measuring 15 to 17 times per day. On an unknown date patients blood glucose level (bgl) was controlled (value and units not reported) at the beginning of current week, on (B)(6) 2025 he replaced novorapid pen fill by humalog. It was also reported that during the event, patient was not hospitalized, as his hcp advised to measure for 3 days after stopping novorapid with np4, if his bgls not controlled, he would be hospitalized. His bgl was controlled, so he was not hospitalized. Patient was in hospital due to hypoglycaemia for 5 hours from 2 am to 7 am (date was not specified) and was reported to have occurred on arafat day. The patient had not recently changed your diet or exercise level. Before the experienced event occurred, the cartridge holder didn't detach from the pen body accidentally or intentional and after assembly the patient checked the insulin flow. The force needed to inject the initial dose before the additional dose doesn't feel different from normal. The patient in general reuse the needles(unspecified). Batch numbers: novopen 4: novorapid penfill: pr71ce7. Tresiba penfill: rs6my26. Action taken to novorapid penfill was reported as product discontinued. Action taken to tresiba penfill was not reported. Event abated after use stopped or dose reduced for novorapid doesn't apply the outcome for the event "hypoglycemia (shivering, opening his eyes, but he was not consciousness) (hypoglycemic unconsciousness)" was recovered. The outcome for the event "pen does not inject accurate doses, gave more than the specific dose (inaccurate delivery by device)" was not reported. The outcome for the event "the patient used a dialling click to estimate the dose of the product (wrong technique in device usage process)" was not reported. The outcome for the event "the needle was attached to the pen in between injections (device stored with needle attached)" was not reported. Reporter's causality (novopen 4) - hypoglycemia (shivering, opening his eyes, but he was not consciousness) (hypoglycemic unconsciousness): probable pen does not inject accurate doses, gave more than the specific dose (inaccurate delivery by device): unknown the patient used a dialling click to estimate the dose of the product (wrong technique in device usage process): unknown the needle was attached to the pen in between injections (device stored with needle attached): unknown company's causality (novopen 4) - hypoglycemia (shivering, opening his eyes, but he was not consciousness) (hypoglycemic unconsciousness): possible pen does not inject accurate doses, gave more than the specific dose (inaccurate delivery by device): possible the patient used a dialling click to estimate the dose of the product (wrong technique in device usage process): possible the needle was attached to the pen in between injections (device stored with needle attached): possible. Reporter's causality (novorapid penfill) - hypoglycemia (shivering, opening his eyes, but he was not consciousness) (hypoglycemic unconsciousness): unknown pen does not inject accurate doses, gave more than the specific dose (inaccurate delivery by device): unknown the patient used a dialling click to estimate the dose of the product (wrong technique in device usage process): unknown the needle was attached to the pen in between injections (device stored with needle attached): unknown company's causality (novorapid penfill) - hypoglycemia (shivering, opening his eyes, but he was not consciousness) (hypoglycemic unconsciousness): possible pen does not inject accurate doses, gave more than the specific dose (inaccurate delivery by device): possible the patient used a dialling click to estimate the dose of the product (wrong technique in device usage process): possible the needle was attached to the pen in between injections (device stored with needle attached): possible reporter's causality (tresiba penfill) - hypoglycemia (shivering, opening his eyes, but he was not consciousness) (hypoglycemic unconsciousness): unknown pen does not inject accurate doses, gave more than the specific dose (inaccurate delivery by device): unknown the patient used a dialling click to estimate the dose of the product (wrong technique in device usage process): unknown the needle was attached to the pen in between injections (device stored with needle attached): unknown company's causality (tresiba penfill) - hypoglycemia (shivering, opening his eyes, but he was not consciousness) (hypoglycemic unconsciousness): possible pen does not inject accurate doses, gave more than the specific dose (inaccurate delivery by device): possible the patient used a dialling click to estimate the dose of the product (wrong technique in device usage process): possible the needle was attached to the pen in between injections (device stored with needle attached): possible. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes.